Event description:
During a retrospective complaint review, devilbiss healthcare identified a stationary oxygen concentrator with a complaint of "cooling fan failed, overheated the unit." There was no report or evidence of illness, injury or medical treatment associated with the complaint. Evaluation of the unit demonstrated the root cause of the thermal damage was an inoperable cooling fan. As part of the device evaluation, the technician noted evidence of mild thermal damage on the compressor housing and rear cabinet cover. Devilbiss has an active CAPA for fan issues.